Manufacturer narrative:
No product is being returned for eval. (B) (4)

Event description:
During acl procedure, which was a revision surgery done in december; the screw appeared to amputate one side of the allograft. It is stated that the surgeon splits the graft then places the screw. Add'l allograft and biorci screw was used to complete the repair.